Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicated by the absence of an adverse impact. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset.